Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with unspecified over-sensing on their atrial lead. Lead was capped on (B)(6) 2009. No patient symptoms or patient condition were reported.